Manufacturer narrative:
A review of the device history records and the manufacturing process identified no abnormalities, and all products were released in accordance with established specifications. As no defect sample was available for evaluation, a definitive root cause could not be determined; however, potential contributing factors were assessed. Converting process round, form-15835, check for "fabric defects" was completed, and no issues had been documented. All quality attribute visual checks were documented as "pass" on these rolls. Nothing had been placed on hold nor scrapped for foreign material. Preventative controls remain in place through the centerlining process, which include defined targets and routine walkthrough inspections. Operations are continuously monitored by associates to identify and address any issues. This incident will be incorporated into ongoing complaint review analysis to support the identification of potential trends. Based on usage of validated track and trending tool the moving average for this defect issue is approximately 1.6 cpm (complaints per million) and there is no negative trending observed for this defect issue within the last 12 month. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4) this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
An orthopedic surgeon sedated a patient and prepared for surgery; however, the procedure could not proceed because the sterilization wrap tore immediately upon tray use, resulting in delay in surgery. The exact cause of the tear remains unknown and cannot be confirmed that the issue is specifically related to halyard. The customer, who has historically been very satisfied with the product, is now inquiring whether any changes have been made to the product composition. They report that since november, operating room staff have experienced recurring tearing issues, which had not been encountered previously. The customer reported there was no prolong hospital stay, and no medical treatment provided.

Manufacturer narrative:
The sample is not available for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.